Manufacturer narrative:
Age/date of birth: unknown. Date of event: unknown. Expiration date: unknown. Serial number not applicable (therefore, the field is blank). (B)(6). Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that after use of healon endocoat, the patient had raised intraocular pressure noted on post op day one (1). Further, it was reported that the pressure rise continued for two (2) weeks. Corneal edema was also reported. No further information was provided.

Manufacturer narrative:
Required intervention to prevent permanent impairment/damage. Corneal edema was reported day 1 post op which resolved on diamox (antibiotic). Medications prescribed post operatively were pred forte, vigamox, and acular. Visual acuity has now improved to best corrected as predicted. No further information was provided. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: catalog#: vt585. All pertinent information available to abbott medical optics has been submitted.